Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that on (B)(6) 2019, patient underwent a laparoscopic gastric bypass, but developed hypotension and blood loss necessitating a subsequent surgery that same day. The surgery consisted of a laparoscopic exploration, upper endoscopy, placement of a gastrostomy tube, evacuation of hematoma, over-sewing staple lines and re-suturing of jejunojejunostomy internal hernia space.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. Additional information received: please see attached medical records.